Manufacturer narrative:
Correction to section b addition section h.

Event description:
The following was reported: on (B)(6) 2025, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that when deploying the main body, the handle was ¿tight when turning¿. The field sales associate suggested turning the white outer deployment knob counterclockwise and then to the right (starting position) and then tried to deploy again and the device deployed. During the release of the device the constraining sleeve became disconnected and was pulled out. The graph deployed 3cm distal of the intended landing zone. The physician corrected with an aortic extender endoprosthesis. The zone was sealed, and the patient tolerated the procedure. The constraining mechanism was not used for this procedure. There were no anatomy anomalies. The delivery catheter was destroyed at the hospital.

Manufacturer narrative:
Correction to section b.

Event description:
The following was reported: on (B)(6) 2025, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that when deploying the main body, the handle was ¿tight when turning¿. The field sales associate suggested turning the white outer deployment knob counterclockwise (starting position) and then to the right and then tried to deploy again and the device was deployed correctly and implanted in the patient. The graph deployed 3cm distal of the intended landing zone. The physician corrected with an aortic extender endoprosthesis. The zone was sealed, and the patient tolerated the procedure. The constraining mechanism was not used for this procedure. There were no anatomy anomalies. The delivery catheter was destroyed at the hospital.

Event description:
The following was reported: on (B)(6) 2025, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that when deploying the main body, the handle was ¿tight when turning¿. The field sales associate suggested turning the white outer deployment knob counterclockwise and then to the right (starting position) and then tried to deploy again and the device deployed. During the release of the device the constraining sleeve became disconnected and was pulled out. The graph deployed 3cm distal of the intended landing zone. The physician corrected with an aortic extender endoprosthesis. The zone was sealed, and the patient tolerated the procedure. The constraining mechanism was not used for this procedure. There were no anatomy anomalies. The delivery catheter was destroyed at the hospital.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.